Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, no cross occurred. The 99% stenosed target lesion was located in a calcified and moderately tortuous left superficial femoral artery (sfa). The v-18, 300cm, 8cm poly tip guidewire was advanced into the patient but was unable to cross the lesion. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient's status is good. However device analysis revealed the guide wire coating was peeling.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: visual inspection of the returned device revealed coating severely scraped (peeled) along the entire body. The dowel test was performed and no anomalies were found. The ptfe was properly attached to the guidewire. No other anomaly was found. All dimensions which were measured were found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors (B)(4).